Manufacturer narrative:
Conclusions: device failure related to the use of screws which were not in accordance to the manufacturer's specification. On-site investigation showed that the 3 hex socket shoulder screws fixing the optics carrier were loosened, causing the optics carrier to fall down. According to the sequence plan and screw specifications, the 3 hex socket shoulder screw fixing the optics carrier must have a (B)(4) coating. The 3 hex socket shoulder screws were returned to the manufacturer where the screws were tested and compared to the hex socket shoulder screws from the inventory. The result of ir spectrometric analysis showed that the coating on the returned screws was not identical with the (B)(4) coating on the inventory screws. The supplier of the hex socket shoulder screws was notified and they confirmed that the hex socket shoulder screws were produced according to the manufacturer's screw specification. The last delivery of the hex socket screws to the contract manufacturer occurred in july 2008. The contract manufacturer was contacted and confirmed that the coating on the returned screws was not identical to the screws in their inventory. They also confirmed that screws with (B)(4) coating are delivered together with the microscope to the customer. In conclusion, the coating of the returned screws from the customer are not identical to the original (B)(4)-coated screws which were delivered together with the microscope; therefore, the screws used in the assembly of the microscope were not in accordance with the manufacturer's specifications.

Event description:
On 9 september 2009, leica microsystems rec'd a complaint from a leica rep stating that during a surgical procedure, the microscope's optics carrier fell down on the pt's head due to loosening of hex socket shoulder screws that attach the optics carrier to the microscope's arm.